Event description:
The consumer was leaning forward to pick something up when he allegedly fell out of the chair and broke his hip.

Manufacturer narrative:
No product malfunction and/or defect alleged. Consumer was leaning forward to pick something up when incident occurred and did not have their seat positioning strap on at the time. Current user guide covers this area. Manufacturer views this incident as a user error.